Manufacturer narrative:
Correction: b2 - outcomes attributed to adverse and report type.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2025-12146, related manufacturer report number: 2017865-2025-12147, related manufacturer report number: 2017865-2025-12148. It was reported that the patient presented with an infection of the device pocket. The implantable cardiac defibrillator (ICD), the right atrial, right ventricular and left ventricular leads were explanted due to infection. The patient was intubated due to the infection, and subsequently expired. There was no allegation that the implant products caused the infection. However, the physician believed that infection was related to the implant procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.